Event description:
Customer reported that the up arrow button became unresponsive on the insulin pump while attempting to enter her carbs. The blood glucose reading was 138 mg/dl. Customer could not recall any significant event leading to this keypad issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.